Event description:
Per the clinic, the battery charger smouldered. No reports of patient injury are associated with this event.the device was discarded and is not available for analysis.

Manufacturer narrative:
(B)(4): device is not available for analysis.